Event description:
A trilogy evo ventilator was returned following a ventilator service required alarm. During functional testing, error code e-203 were recorded in the device error log. The e-203 alarm indicated a failure related to the system pca cpu daughter card¿s power failure circuit. No patient injury or adverse clinical outcomes have been reported related to these events. The device was repaired by replacing the oxygen blender pca and system pca. Final tests confirmed the unit operated properly.